Event description:
A health care professional (hcp) via a manufacturer representative reported implantable neurostimulator (ins) battery depletion that occurred during normal use. The ins depleted one year after replacement. Nothing in particular was known to have led to the event. Surgical intervention to replace the ins was planned, but had not yet been scheduled. The consumer's underlying disease was noted as meige's syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) confirmed that the ins was replaced on (B)(6). Premature exhaustion was noted.